Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe would not cut during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The probe was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
One product sample was returned for evaluation. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not fully open. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The extension is pulled out from the coupling. The product evaluation does confirm the probe had a quality issue that resulted in the actuation failure of the probe. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 20 minutes of use, the adhesive bond failed causing the extension to detach from the coupling. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).